Manufacturer narrative:
Follow-up # 1 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device and his feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that shortly prior to 6am on (B)(6) 2014 he woke up feeling ¿shaky, sweaty and uneasy¿. While symptomatic, the patient stated he tested his blood glucose and obtained blood glucose readings of ¿82 mg/dl¿ with the subject meter and ¿45 mg/dl¿ on another device (contour meter). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. The patient stated he took a glucose tablet and drank cola in response to the symptoms and confirmed feeling better afterwards. The patient manages his diabetes with insulin (self-adjuster). At the time of the call, the patient informed the csr that he had not made any changes to his usual diabetes management regimen on the evening prior. At the time of troubleshooting, the csr noted that the patient used the same blood sample when he tested on both devices. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this injury. The patient was already symptomatic prior to obtaining the alleged inaccurate high result. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.